Manufacturer narrative:
(B)(4). This lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high pacing threshold measurements and intermittent capture. The patient is pacer dependent and experienced dizziness. An invasive procedure was perform. An attempt to explant the lead was made, however the helix mechanism could not be retracted. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.